Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump touchscreen timed off sooner than expected. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.